Event description:
It was reported by the customer that during set up the device had a part missing. This could cause an infection if the piece were to be dropped into a patient during a procedure. There was no known patient impact or surgical delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device scrapped by customer. Scrapped by customer.

Event description:
It was reported by the customer that during set up the device had a part missing. This could cause an infection if the piece were to be dropped into a patient during a procedure. There was no known patient impact or surgical delays.